Manufacturer narrative:
Hospital retained device.

Event description:
It was reported that the tulip of a xia 3 titanium polyaxial screw at s1 disengaged 2 months post-operatively. Upon revision, the surgeon found the tulip of the screw to have broken off from the screw threads.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Due to a lack of information and the device not being returned, the root cause of the reported event can not be determined. Potential root causes include: user error (unstable construct); incorrect or small-sized screws implanted; poor bone quality of patient; patient experiences a fall or trauma post-surgery; high activity level of patient post-surgery.

Event description:
It was reported that the tulip of a xia 3 titanium polyaxial screw at s1 disengaged 2 months post-operatively. Upon revision, the surgeon found the tulip of the screw to have broken off from the screw threads.